Event description:
Caller reported patient blood glucose results of 360 mg/dl on compact plus system 1, 159 mg/dl on compact plus system 2 within about 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This medwatch is for compact plus system 1. Please see medwatch with (B)(4) for report on compact plus system 2.

Event description:
It was reported in a service report that the stretcher drifts down. No adverse consequences were alleged.